Manufacturer narrative:
A ge service rep performed an onsite investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the handle on the monitor was stuck. The fe confirmed the handle was separated from the system. There is no report of death or serious injury associated with this complaint.